Event description:
Arjo was informed about patient's fall. According to the initial information provided, patient tried to get up and side rail broke (side rail was ripped off). There was no injury reported. On (B)(6) 2025, arjo received a copy of the user facility report with additional information about the event. It was indicated that the patient fell approximately 3 feet from the bed while being changed by the primary nurse. Upon assessment, the bed railing was found broken off. The patient denied hitting the head and confirmed not being on anticoagulants. The patient complained of abdominal pain, stating that the pain was present before the fall but worsened afterward.

Manufacturer narrative:
Correction to the report based on additional information provided in the user facility report. Updated sections: b5, h6, and h11. Based on the post market surveillance and the manufacturer's investigation, external excessive force must first compromise side rail integrity prior to breaking it. This is line with collected information, it was mechanically damaged (side rail was ripped off). Initial details suggested that the patient attempted to get up when the side rail broke, while the user facility report clarified that the fall occurred during patient repositioning by the nurse. The instructions for use for citadel plus bed frame (IFU 831.374_en rev. 11) include below information: "check operation of side rails" - this action is to be done daily by care giver "failure to carry out these checks or continuing to use the product if a fault is found, may compromise the safety of both the patient and care giver. Preventive maintenance can help to prevent accidents." The IFU also states: ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ ¿whether and how to use side rails or restraints is a decision that should be based on each patients needs and should be made by the patient and the patients family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail / restraint use (...).¿ to sum up, arjo device failed to meet its specification since side rail got damaged. The patient experienced the stomach pain. The complaint was assessed as reportable due to the allegation that the side rail panel detached from the bed causing the patient to fall.

Manufacturer narrative:
Based on the post market surveillance and investigation conducted under CAPA tw2134012 external excessive force must first compromise side rail integrity prior to breaking it. Based on gathered information, the most likely scenario is that patient put weight against the side rail, side rail broke and patient fell out of bed. The instructions for use for citadel plus bed frame (IFU 831.374_en rev. 11) includes below information: "check operation of side rails" - this action is to be done daily by care giver "failure to carry out these checks, or continuing to use the product if a fault is found, may compromise the safety of both the patient and care giver. Preventive maintenance can help to prevent accidents." The IFU also states: ¿caregiver should always aid patient in exiting the bed. Make sure a capable patient knows how to get out of bed safely (and, if necessary, how to release the side rails) in case of fire or other emergency.¿ ¿whether and how to use side rails or restraints is a decision that should be based on each patients needs and should be made by the patient and the patients family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail / restraint use.¿ to sum up, arjo device failed to meet its specification since side rail got damaged. The involved patient was not injured. This complaint was assessed as reportable due to patiant fall.

Event description:
Arjo was informed about patient's fall. According to the information provided, patient tried to get up and side rail broke (side rail was ripped off). There was no injury reported. Photographic evidence of damages was provided. The bed was swapped.